Event description:
A territory mgr contacted zoll customer support to report that (B)(6) female pt had passed while wearing the lifevest. The pt received one appropriate treatment shock. The single appropriate shock did not convert the ventricular fibrillation. The post shock rhythm was asystole. A nurse reported that the pt was unresponsive when she came into the pt's room. CPR was performed. The pt was unable to be revived. The nurse stated the pt was wearing the lifevest at the time of passing; however, it was not alarming. The nurse said the pt was either treated or gel was just released as her device was covered with gel. Pt passed away on (B)(6) 2013. The pt's death was cardiac related.

Manufacturer narrative:
Device eval summary: device evals of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon eval, both the monitor and belt were fully functional and able to detect and treat a pt. The treatment analysis concluded that the pt received one 150j appropriate shock during one episode of vf. The post-shock rhythm was asystole with one sinus beat. The response buttons were not pressed during the entire event. The pt was unconscious during the treatment event. Post-shock asystole is a known potential adverse outcome of defibrillation therapy. The device properly detected asystole. No treatment sequence was initiated for asystole, as it is considered non shockable rhythm. Device MFR date: monitor sn (B)(4): 11/2008; electrode belt sn (B)(4): 04/2008.